Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, deformation and a sharp edge/snag was observed on the device camera cover. The root cause of the issue could not be determined, however, the deformation/sharp edge was likely the result of component failure due to stress/user handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the gastrointestinal videoscope camera cover was damage and exhibited a sharp edge/snag. There was no patient involvement and no harm reported as a result of the event.